Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the device was not able to deliver defibrillation. Physio replaced the device's therapy pcb assembly to resolve this issue. After observing proper device operation through functional, and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During evaluation by physio-control, the device exhibited failure to provide defibrillation.